Event description:
A distributor in sweden reported that a user received an alarm 20 while using the pump during the pumping process. There was no available information regarding the customer's blood glucose level at the time of the event. Technical support resolved the issue by replacing the pump, and the customer was informed of the replacement process. The customer declined to share information on backup therapy and goodwill cartridges, and was instructed to return the faulty pump within 10 days using the provided materials.